Event description:
It was reported that the lead exhibited no capture at maximum output in the bipolar configuration. Capture was 5.5 v at 1.0 ms in unipolar. The lead was repositioned and the pocket was closed. Pulse generator interrogation showed that the sensing r-waves were 2 mv, so the wound was reopened and the lead was replaced.

Manufacturer narrative:
No medwatch form was received.